Event description:
Olympus was informed that at the beginning of an bilateral salpingo-oophorectomy (bso) with lysis of adhesions procedure, the device jaw broke. Olympus followed up with the user facility and it was reported that the device jaw did not break or and nothing fell inside the pt. However, it was reported that there were two error messages displayed. The error displayed were "replace the handpiece" and "metal contact". The handpiece was replaced but the error messages remained displayed. The intended procedure was completed using a different esu. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval could not confirm the reported phenomenon of a broken device. A visual inspection of the teflon pad found it was severely worn and partially detached from the grasping section, but no metal was exposed. This type of teflon pad damage can result from continuous activation of the output without tissue between the probe and the grasping section.